Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted (B)(6)2011; 407458 lead, implanted (B)(6) 2011; 5076-52 lead, implanted (B)(6) 2011. (B)(4)

Event description:
It was reported that there was a mechanical complication due to the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced with an upgraded system. An attempt was made for additional information with no response. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.